Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancy issues. The customer stated that the sensors kept on reading low blood glucose levels in 40 mg/dl and 50 mg/dl. The customer¿s blood glucose level from the reported event was 70 mg/dl while the sensor glucose level was 40 mg/dl. The sensor and blood glucose difference was not within acceptable range. The customer stated that the insulin pump suspended the insulin delivery due to the sensor discrepancy. The suspend on low limit in sensor settings was 75 mg/dl. Troubleshooting was performed. The customer was advised to change the sensor and monitor. The product will be returned for analysis.